Event description:
The reporter stated that reporter did meter to lab comparison tests, within 10 minutes. Reporter meter reading (capillary) was 127 mg/dl, and the venous lab test result was 177 mg/dl. Reporter did not have any symptoms. On followup, the reporter verified the reported tests. No harm was alleged.